Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.one device was returned in good condition. Visual was performed and no functional testing was performed. The testing could not duplicate the customer reported problem due to connector damage ac adapter could not be tested. The root cause of the issue was not determined as no problem was found. A replacement was processed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device was not charging due to internal breaks inside likely in the cable, some has problems charging for short time then shut down. There was no patient involvement, and no patient harm/adverse event reported.